Event description:
The customer reported that the insulin pump alarmed motor error during bolus. Troubleshooting was performed. The caller stated that the device was not exposed to an MRI. Ran a displacement test and the test failed. The customer's blood glucose reading at time of call was 83mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor error alarms during the rewind due to corroded motor home switch. Unable to perform displacement test due to excessive motor error alarms.